Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a three- port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2010. According to the complainant, post procedure, the patient experienced leakage from the food port of the j-tube. The patient is reported to be fine. The device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received: the event date was (B)(6), 2010. The leakage from the food port was nutrition.

Manufacturer narrative:
The exact age of the patient is unknown however (B)(6) old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a three- port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2010. According to the complainant, post procedure, the patient experienced leakage from the food port of the j-tube. The patient is reported to be fine. The device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.